Manufacturer narrative:
Device used for treatment not diagnosis. The 510k#: device is a veterinary product. No patient information will be reported. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported that a plate bent during healing process and one screw is broken. This report is 1 of 2 for complaint (B)(4).